Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. The force sensor was found to be out of calibration and the force resistance measurement was out of specification. A force sensor flex pin was found to be damaged. There was evidence of contamination found on the force sensor plate. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed contamination on the force sensor plate and a damaged force sensor pin. This report is made based on results of investigation completed on (B)(4) 2012.